Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0fgjj, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0fgjj, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient had a seizure on (B)(6) 2014. However, it was noted that the healthcare provider (hcp) did not know if it was a seizure, but that ¿it probably was a seizure.¿ four days later it was reported that it was unknown if the event was related to the device or therapy. There were no diagnostics performed and no malfunctions were or the cause of the issue determined. The patient would be monitored. It was noted that the event happened prior to turning the therapy on. The hcp also wrote that during monopolar review a similar feeling could be brought on. The patient would start having anxiety and cry.